Event description:
It was reported that a one-link connector had no flow; would not flush. When the one-link was removed from the unknown set the line would flush with no issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Patient age is not known, however, it was reported that the event occurred in the neonatal intensive care unit. The exact occurrence date is not known, however it was reported that the event occurred in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.